Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level from 300 mg/dl to 400 mg/dl. The customer states the insulin pump had recurring no delivery alarms. Troubleshooting was performed for the no delivery alarm. There were site or insulin issues. The product was not returned for analysis.